Event description:
The letter from the insurance company states the consumer was brought home by ambulance with severe neck and back injuries from a motor vehicle accident. The letter alleges the bed collapsed twice with the consumer in the bed, causing severe pain to the customer.

Manufacturer narrative:
Information indicates incident had occurred a short time after bed was set up. Dealer inspected the bed and found nothing wrong with the device. Device is currently in use with no discrepancies. MDR filed as a conservative measure based on injury claim. Assembly error likely.